Manufacturer narrative:
Correcting notify date of this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via other who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's device stopped working about 1 year after implant and the manufacturing representative (rep) saw them 2 times and did some diagnostic testing and said 3 leads were not working. The patient brought that information to the physician and requested approval for replacement but the physician stated the leads were intact per an x-ray and the insurance denied the procedure. Reviewed that the warranty on the leads was 1 year, and they knew that was outside of the warranty and it was also reviewed that the intellis was 9 years.

Manufacturer narrative:
Continuation of d10: product type lead product ID 977a275, serial# (B)(6), implanted: (B)(6) 2023, product type: lead. Product ID 977a275, serial# (B)(6), implanted: (B)(6) 2023, product type: lead. Product ID 977c165, serial# (B)(6), implanted: (B)(6) 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.